Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: printed circuit board failure due to corrosion caused by water immersion. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the initial malfunction: failure on the printed circuit board due to corrosion by water immersion. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the subject device failed to start up despite powering it on, the olympus logo was flashing. There were no reports of patient harm.

Manufacturer narrative:
E1 - initial reporter establishment name- (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.